Manufacturer narrative:
Date rec¿d by MFR : 23jan2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fan guard filter and retainer were broken. The manufacturer's field service engineer (fse) replaced the defective fan guard, filter, and retainer to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 07jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a "broken intake". The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.